Event description:
Related to MFR report # 2183959-2013-00731. It was reported that "within days and for weeks to follow" the pt experienced "infections" treated with antibiotics. Additionally, the pt experienced pain her groin area, down her leg, and up through her abdomen. She also experienced severe depression, and at various times has had "fever with unk origin." Also reported were mesh extrusion, bowel problems, recurrent urinary incontinence, emotional distress, painful intercourse, and that revision surgery is needed.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent as appropriate.